Event description:
Further follow-up revealed that the patient had breast cancer and the vns compromised the ability to get cancer care including mammogram. No additional relevant information has been received to date.

Event description:
Follow-up with the physician's office showed that the patient's vns device is not suspected to be involved or contributory to the patient's breast cancer in any way.

Event description:
Initially, it was reported that the patient underwent generator explant due to battery depletion. The generator was returned for analysis. Analysis was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No eri flags were identified during the analysis. Further follow-up revealed that the patient had not been using the device for years because the device was interfering with the patient's medical condition so it was decided to have the device explanted. The patient was not reimplanted. It was reported that there was no issue with the device and it was working as intended. The physician would not provide any additional relevant information.